Event description:
During baxter's eval it was found that a spectrum infusion pump experienced a 'system error 105' alarm. There was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the identified symptom of 'system error 105' through the observation of the alarm during power-up of the device. Eval determined the cause to be a failed motor flex. The failed motor assembly was replaced.